Manufacturer narrative:
(B)(4). Method: the three complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The devices were visual inspected and pressure tested. Results: visual inspection of the devices revealed that the proximal connector collars on the expiratory limbs were cracked. The elbow connectors were also found cracked. There was no visible damage noted to any of the returned tubings. The pressure test result was outside of specification and exhibited leak. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of three rt265 infant dual-heated evaqua2 breathing circuits was found cracked during patient use. No patient consequence was reported.